Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during an unknown procedure, the white pad on the tip of the device was going to drop during the operation. Another device was used to complete the procedure. There were no adverse consequences for the patient.